Manufacturer narrative:
On (B)(6) 2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 575cc saline breast prosthesis, cat. #3501690, lot #223248. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate profile 575cc saline breast prosthesis that deflated after implantation. Deflation was diagnosed during a mammogram. As a result, the patient underwent bilateral explantation and replacement with unspecified breast prostheses on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2018, mentor received additional information about the event. Patient¿s explanted devices were replaced with mentor smooth round moderate profile 575cc saline breast prostheses. On (B)(6) 2018, mentor completed the analysis on the suspect medical device. Upon receipt by mentor, the device contained no fluid. Brown and white material were observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, the product evaluation (pe) team observed a rent measuring approximately 0.4 cm on the anterior aspect. Leak testing was performed in accordance with mentor procedures and revealed no other leakage sites. Microscopic examination of the rent edges gave no indications as to its cause. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; pe concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. Nonetheless, a microscopic examination of the rent edges was performed and it did not provide conclusive evidence of what could be the root cause. At this point it is not possible to determine the origin of the brown and white materials observed. There is no evidence that the issue is related with manufacturing. (B)(4).

Manufacturer narrative:
On 04/10/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).